Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell two of five. The home patient (hp) was connected at the time of the alarm. The patient line had been properly primed. Patient extensions were not in use. The patient did not disconnect prior to the alarm and then reconnect. The hp stated there was a puddle on the floor and the supply bag was disconnected. A baxter technical service representative (tsr) advised the hp to end therapy. The tsr assisted the hp to end therapy and remove the cassette. At the time of the call the hp had not decided how they would finish therapy. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.